Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the carelink live call notification for a carealert was received and then approximately three hours later it was noticed in an email inbox. A reply from anyone on the carelink team was not seen and it was noticed there was no response or indication that it was called on in the carelink live inbox. Caller was upset with not getting the information in a timely manner. No patient complications were reported as a result of this event.